Event description:
It was reported that the ventricular lead was capped due to "suboptimal thresholds." There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.